Event description:
I used fixodent from 1998 till now (2009) - I have had a lot of problems with my nerves and back. I have taken a blood test and will send you the results a.s.a.p. I will have problems and pain for the rest of my life. My disk in my back discovered I am taking medication for my nerves. I have more info if needed. Dose: denture cream. Frequency: twice daily. Route: oral. Diagnosis: denture adhesive cream.